Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-07226. It was reported that the patient presented to the physician with an atrial flutter ablation. Upon review, it was discovered that the device was programmed for dislodgment of the right ventricular lead. A fluoroscopy was performed, and it was noted that the right atrial lead was also dislodged. The right atrial lead was explanted and replaced, and the right ventricular lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.